Event description:
The account generated a false positive architect troponin-I result on a patient specimen. The emergency room patient tested architect troponin-I positive (8.03 ng/ml) on (B)(6) 2010. The patient was sent to a cardiac facility where a new specimen was obtained with a negative troponin of <0.02 (methodology and unit of measure are unknown). Patient was discharged from the cardiac facility. On (B)(6) 2010, the patient again presented to the emergency room with a negative architect troponin-I (<0.02 ng/ml). The specimen from (B)(6) 2010 was pulled from storage and retested with a negative architect troponin-I result (<0.02 ng/ml). The patient has a history of cardiac disease and lupus. No impact to patient management was reported.

Manufacturer narrative:
(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.